Event description:
It was reported the device was faulty during clinical use. Additional details have been requested. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
The device was evaluated by third party. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the reported problem was caused by the defective processor pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after replacing the processor pca. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. H3 other text : the device was evaluated by third party.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the device cannot turn on. There was no patient involvement at the time the issue was discovered.